Manufacturer narrative:
This event occurred in (B)(6). The patient has a year of birth (B)(6). The full common device name is, "system, test, carbohydrate antigen (ca19-9), for monitoring and management of pancreatic cancer".

Event description:
The customer reported that three samples from the same patient tested for carbohydrate antigen 19-9 had high results when tested on an e602 analyzer. The results did not agree with the clinical status of the patient. One of the samples was also repeated on a beckman analyzer, where the result was low. This sample was also repeated on an abbott analyzer, where the result was high. All results were reported outside of the laboratory. The first sample resulted as 314.2 ku/l when tested on an e602 analyzer on (B)(6) 2015. The second sample resulted as 351.3 ku/l when tested on an e602 analyzer on (B)(6) 2015. The third sample resulted as 167.2 ku/l when tested on an e602 analyzer on (B)(6) 2015. The sample was manually diluted x2 and repeated, resulting with a raw value of 95.29 ku/l on (B)(6) 2015. The sample was manually diluted x3 and repeated, resulting with a raw value of 64.91 ku/l on (B)(6) 2015. The sample was manually diluted x4 and repeated, resulting with a raw value of 47.13 ku/l on (B)(6) 2015. The sample was manually diluted x5 and repeated, resulting with a raw value of 38.09 ku/l on (B)(6) 2015. The sample was repeated on an e601 analyzer, resulting as 160.2 ku/l on (B)(6) 2015. The sample was repeated on an abbott architect analyzer, resulting as 98.20 ku/l. The sample was also repeated on a beckman unicell analyzer, resulting as 5 ku/l repeatedly. No further values were provided for the beckman unicell analyzer. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation and investigations could confirm the customer's results. Interference studies performed with the sample did not show any evidence of hama interference or interference to the ruthenium complex of the antibody conjugate used in the carbohydrate antigen 19-9 reagent. There was no evidence for an analytically incorrect result. The reagent package insert indicates that the measured carbohydrate antigen 19-9 value of a patient's sample can vary depending on the testing procedure used.